Event description:
Called to the room by rn because vent shut off, screen was completely black. Nurse took patient off vent and began to manually bag. When I got into the room, vent was turning back on. We returned patient to vent while a backup was obtained. We switched to a new vent to have this one analyzed. Manufacturer response for ventilator, continuous, facility use, nihon kohden (per site reporter). Nihon kohden is working closely with us to determine the issue.